Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, there were problems with maintaining pressure. There was no reported patient involvement.

Manufacturer narrative:
Additional information from service report: the hospital reported the unit was not ventilating in pressure controlled ventilation mode. A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve, safety valve, and the flow control valve were replaced, and the unit was returned to service.